Manufacturer narrative:
Programmer model 37642, serial# (B)(4). Extension model 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead model 3389s-40, lot# v324758, implanted: (B)(6) 2010, explanted: na. (B)(4).

Event description:
It was reported that patient was unable to adjust their stimulation and the display showed the "call your doctor" icon. The device was in a power on reset (por) condition. His parkinson's symptoms were controlled. The programmer appeared to be working correctly. The patient had been receiving radiation for prostate cancer and it was suspected to be related to the por. The patient was redirected to their physician. Additional information was requested.